Event description:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device failed the therapy defib test. There was reportedly no patient involvement. Remote support was provided, it was determined the capacitance assembly replacement is needed to resolve the issue. Replacement capacitance assembly was ordered and shipped to the customer. Device remains at the customer site. The faulty component assembly return is expected but not yet received for technical investigation. The complaint will be processed for closure. If the component assembly is returned or additional information is received the complaint will be re-opened and re-evaluated accordingly. Based on the information available and the testing conducted, the cause of the reported problem was faulty capacitance assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement component to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.